Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated the clinician reverted to manually bagging the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device was recertified and returned to the loaner pool. Review of the device log found no critical errors that would stop the ventilator from functioning. Analysis of reports of this type has not identified an increase in trend.